Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse spoke to both surgeons in the operating room (or). The fse was informed that they had an arm collision on arm 2, and then error 25596 occurred. The site recovered the system twice, and arm 2 was not under the surgeon¿s control and moving toward the suction tubes. The isi technical support engineer (tse) advised to perform a hard power cycle, but they elected to convert to open surgery. The fse noted that the surgeons started up the system after anesthesia was performed on the patient. The system was not checked prior to starting the procedure. The surgeons also informed the fse that the patient tolerated the open procedure well, and it was confirmed there was no patient harm. The fse decided to replace patient side manipulator (psm) 2 and remote arm controller board (rac) 2. The fse performed a system calibration and sine cycle without issues/errors. The fse also performed a system test drive successfully. The system was tested and verified as ready for use. Isi received the psm2 involved with this complaint and completed the device evaluation. Failure analysis could not confirm or reproduce the reported event. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. It was noticed in remotefe that the error was coming from the rac. The psm2 had no trouble found. Isi also received the rac2 involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported event, but confirmed it via logs. The rac was installed and tested on the pca test system. The system started up without any error. The system ran sine dance test, and 20x power cycles with this rac, all passed. The part remained on the test system for 6 hours in normal operation, while testing other parts. The arm did not move nor there's any error. The reported failure was not reproduced. When reviewing the remote error log at the site, there are 8 occurrence of error 25596, class 6 error, error in armnet feedback pkt 5 indicates wheel communication problems.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the surgeon called in to report that the system generated recoverable errors when arms 1 and 3 collided. The site pressed the recover button to recover from the fault twice. The surgeon informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 2 had a yellow light emitting diode (led), and the arm was moving when another surgeon was not controlling it. The other surgeon was unable to leave the left master tool manipulator (mtm) to avoid arm 2 from moving due to a maryland bipolar forceps instrument was close to the heart. The tse reviewed the system logs and identified error 25596 occurred three times and pointing to a communication error on remote arm controller board (rac) 2. The tse also found error 23075 indicating the surgeon might not touch the left mtm in following mode. The tse had the site remove all instruments and reboot the system to resolve error 25596. The tse informed the surgeon that arm 2 might not touch the left mtm in following mode. Therefore, they might feel arm 2 was moving without the surgeon¿s control. The surgeon informed the tse that his head was left in the surgeon side console (ssc), and arm 2 should not be moved. The tse noted that the event details provided by the surgeon was the same as the system event log. The tse advised the surgeon that the system was working fine; however, the surgeon elected to convert to laparoscopic surgery at that time. The surgeon requested to have an isi field service engineer (fse) to come in and investigate the unintended movement issue on arm 2 without the surgeon¿s control. Based on the fse investigation, the procedure was converted to open surgery with no report of patient harm, injury or adverse outcome.